Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported symptom return and not feeling glare current program settings in her bicycle seat since she fell this past winter. Impedance check was within normal limits. Rep also stimulates each electrode and patient sensory response in bicycle seat on electrode 0. Patient placed on c1 per physician and will evaluate her symptoms at home. Will re-evaluate need for revision with her in the coming months if need be. There was no surgical intervention that occurred or planned. The issue was resolved at the time of the report. No further patient complications are anticipated or expected as a result of this event.